Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the pump got wet. Customer's blood glucose was 185 mg/dl at the time of incident. No further information was given.